Event description:
A customer reported that their minicap was leaking due to a crack. This observation was made after patient use. There was no patient injury or medical intervention. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.